Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was "squirting out" during the manual prime process. Customer states that they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime/a33 test due to loose drive support disk.